Event description:
Customer reported that the particulates in the syringes of medication.

Manufacturer narrative:
Based on the complaint investigation of sol-m 3 ml luer lock syringe sterile convenience tray (ref (B)(4), lot 04211004), no abnormalities were identified during batch record review or retained sample analysis. All reviewed records and samples were found to be in compliance with established specifications. The returned samples were examined, and a very small filament was observed. Due to the extremely small size of the material, it was not possible to conclusively determine its composition or source. As such, a definitive root cause could not be established, and it cannot be concluded whether the observed material originated during manufacturing or was introduced during subsequent handling or use. No related trends have been identified through ongoing post-market surveillance. The manufacturer will continue to monitor this issue. Based on the available information, the residual risk is considered acceptable.